Event description:
Affiliate reported that in 2010, the device was implanted 160mmh2o. After implantation, it was noted that the ventricles of the patients brain became large. Since (B)(6) 2011, the pressure of the valve has been changed gradually to 130mmh2o and then 80mmh2o; however the patient's condition did not improve. As a result the device was revised.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.